Manufacturer narrative:
Approximate age of device- 1 year and 5 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the hospital on (B)(6) 2019 with maroon colored stools and easy fatigability that started on (B)(6) 2019. Upon admittance, the patient¿s hemoglobin (hgb) was 6.8 g/dl. The patient was transfused with 2 units of packed red blood cells (prbc). The patient¿s gastrointestinal bleeding (gi) was followed and planned for colonoscopy and endoscopy when international normalized ratio (inr) allowed. Performed upper endoscopy and was negative for bleeding source although a non-bleeding polyp was noted; polyp was not removed in the setting of acute bleed although consideration may be made regarding removal as outpatient. Colonoscopy prep was suboptimal and no bleeding source found. The source of bleeding was presumed to be diverticular. On (B)(6) 2019, the patient resumed warfarin regimen at home after completion of mentioned procedures. The plan was to hold aspirin for two weeks and resume at lower 81mg daily dose on (B)(6) 2019. No further information was provided.